Event description:
Original surgery date was 2006. Posterior lumbar fusion l4-5. Patient reported pain in legs. X-ray taken, loose setscrew was noted. When revision surgery was performed, it was noted that one of the four setscrews was sitting in soft tissue. Removed four screws and replaced with new rods of same size as originally placed. Not certain which sample was affected not tagged. Reference 2916714-2006-00034 device 2, 2916714-2006-00037 device 3.